Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and unknown mesh was implanted. Following the procedure, the patient experienced mesh erosion through bowel lining into vagina, pain, painful restricted movement and infections. The patient underwent an examination under general anesthesia on (B)(6) 2015 and, as the patient reported, it was confirmed that it was a mesh. The patient is still waiting for repair operation for exposed mesh and may need colostomy. It was also reported by the patient that a surgeon and gynecologist said that the mesh cannot be removed. The patient is experiencing bottom, back and rear thigh pain. The patient takes amitriptyline 10 ml and paracetamol along with bed rest. No further information was provided.